Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, removal difficulties occurred and the stent moved on the balloon. The 90% lesion was located in the subclavian artery. Vessel characteristics are unk. The approach was performed from the brachium. The express vascular ld stent 8.0x40mm stent catheter was advanced to the lesion, however, the physician opted to remove the device. As the device was being removed, it became "stuck in the lesion." The catheter was removed, and the stent had moved on the balloon. The stent catheter and the stent were removed from the pt successfully. The procedure was completed with an express vascular ld stent 8.0x27mm. No pt injuries or complications were reported. The pt status is reported as "good."

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).